Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and was rising. During the week ending (B)(6) 2015, right ventricular (rv) lead pacing impedance measure 4047 ohms in a trend gradually rising from 600 - 700 ohms beginning in (B)(6) 2014. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), beginning (B)(6) 2015, there were seventy-one ventricular sensing integrity counter (sic). There were no episodes available to verify lead noise oversensing and inappropriate shock. (B)(4).

Event description:
It was reported that during an interrogation the right ventricular (rv) lead showed high impedance, as was noted several months earlier, and had a possible fracture. There was no oversensing with isometric exercises and pocket manipulation, and pacing thresholds were satisfactory with appropriate programmed outputs. The lead remains in use, and the doctor will continue to monitor the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited undefined impedance and high thresholds. The lead still remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was in for a routine device replacement. The physician opted to switch the rv and left ventricular (lv) pace/sense pins in the header of the replacement device.